Event description:
The customer reported that the device's pacemaker did not function on a pt with a low heart rate. Per the customer, there was no pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.